Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, constant calibration problems occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of constant calibration problems . A root cause could not be determined via data. The reported issue of constant calibration problems is reportable based on the finding of permanent connection loss.